Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) have been completed. Upon investigation, the monitor and belt were fully functional. Device manufacture date and usage of device: monitor (B)(4): 12/2011 - reuse; electrode belt (B)(4): 07/2014 - initial use.

Event description:
A u.s. Distributor contacted zoll to report that a pt passed away on (B)(6) 2014. The pt was at the dialysis clinic at time of the inappropriate defibrillation event and was later taken to the ER where he passed away. The pt received five inappropriate treatment at 16:36:14, 16:36:41, 16:40:28, 16:42:39, and 16:45:09. Non sustainable ventricular tachycardia contributed to the five false detections. The pt received one appropriate shock at 17:40:11. The sixth treatment the pt received was during ventricular fibrillation. The arrhythmia was converted to a slower rhythm. The post-shock rhythm was sinus bradycardia. The staff at the clinic and the pt's brother were present at the time of the event. A review of the downloaded data confirms the pt pressed the response buttons intermittently but the response buttons were not pressed during the treatment sequences that resulted in the inappropriate defibrillation treatments.